Event description:
It was reported to medtronic service and repair that a foot pedal would not stop running when plugged in. This happened during pre-op. There was no patient impact.

Manufacturer narrative:
This device is used for therapeutic purposes. (B)(4). The complaint device was returned for evaluation. The complaint was confirmed. The pedal's springs were bad. The springs were replaced and the device then performed to specification.